Event description:
It was reported that there was a revision of the pyro carbon ascend flex humeral and glenoid. The revision is due to the infected painful humerus, once removed no damage to glenoid. This was noticed when the patient went to another surgeon for advice.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. The device has been discarded.